Event description:
In 2008, the pt was treated with the gore excluder aaa endoprosthesis. At an unknown date a proximal type I endoleak was noticed and a reintervention took place in 2009. The physician implanted an aortic extender cuff which resolved the endoleak. A contralateral leg component was also implanted, in anticipation of the aneurysm sac shrinking, to maintain distal seal. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.